Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+2.5/085 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter length lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.